Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment/non-emergency treatment and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had intermittent fluoro issues and point error. Review of the system log file showed that the x-ray generator errors due to resonance frequency of the point was too high. The fse replaced the power inverter (point) certeray. After replacement of the power inverter (point) certeray, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the azurion device would not fluoroscopy. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.